Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Surgeon reported 2 patients lost 2 liters of blood each during 2 separate procedures using these clamps. Blood loss higher than average in both cases. Surgeon believes clamps are not functioning properly. Surgeon request written report on findings. Patient specific information has been requested. Reports will be updated when information received. Med watch reports submitted related to patient 1: 9610612-2017-00523, 9610612-2017-00524, 9610612-2017-00525, 9610612-2017-00529. Components iin use listed as concomitant devices are: pl531r / clip applier/remover d:12.5/350 mm.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 and a panasonic dmc tz8 digital camera. We made a visual inspection of the clip. Here we found no visible damage. Furthermore we made a visual inspection of the clip applier/remover. Here we found visible damage and a not laterally overlapping jaw. Additionally we made a visual inspection of the clip applier/remover. Here we found visible damage and a not laterally overlapping jaw. Furthermore the instruments were inspected by the quality assurance group of the production department. The measurements and function of the clip applier/remover are in accordance due to the specification. The clamp force of the clip is in accordance due to specification too. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and additionally to the analysis of the production department a production error and a material defect can be excluded. There is the possibility that the clip was not correctly positioned or that the tissue was cut too close to the clip. No CAPA is necessary.